Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump alarmed cassette not attached properly. And the ac port was loose. There was unknown, patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Additional information: it was provided that no patient was involved with the reported event. A1: patient name; none. A2-6; na. H6: health effect - impact code; no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: unknown cassette type. The customer's reported problem was replicated during functional testing. The cause of the reported issue is one cassette pin sensor got stuck. All three cassette sensors were cleaned and lubed to resolve the issue.